Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. It was found during evaluation that the motor was sticky and rusty. Further, the cable didn't pass the screening test. The motor and motor cable were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not turn. However, with the available information, we cannot determine the root cause of the failure of motor cable screening test. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 09/03/2015 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during service and repair, it was determined that the motor on was jammed and not functioning, and the cable was damaged on the handpiece device. During in-house engineering evaluation, it was determined that the motor was sticking as it was corroded. There was no procedure nor patient involvement reported. No additional information was provided.